Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the nurse noticed leaking at the connection site between the primary tubing and the extension set while connected to a patient's PICC line. Blood was also noted to be siphoning up from the connection site through the filter. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of ¿leak at connection¿ was confirmed. The leaks originated from a crack found on the female luer wall on the opposite side of the luer injection gate. Visual inspection confirmed no evidence of tool marks or over torque. The root cause of the ¿leak at connection¿ was identified as a crack in the female luer. The cause of the crack was not identified.